Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed. A visual inspection was performed and it was noted that the foam was separated from minicap. The reported issue was verified through evaluation. No cause was able to be determined with the provided information. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of the device, it was reported that the sponge was noted outside of the minicap. No patient injury or medical intervention was reported as a result of this event. No additional information is available.